Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "clinical outcomes of arthroscopic treatment of high-grade partial thickness rotator cuff tears with augmentation using bioinductive collagen implants are comparable to tear completion and repair", 1 patient had a traumatic tear of the ipsilateral subscapularis 12 months post-operatively after an arthroscopic treatment of high-grade partial thickness rotator cuff tears surgery using a regeneten bioinductive implant. Patient underwent double row repair. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 d3 and g section: manufacturer information updated. This report was inadvertently submitted under manufacturer report number ¿1219602-2025-02247¿, correct manufacturer report number is 3003604053-2025-02247.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: doyle, t. R., hurley, e. T., lorentz, s. G., briggs, d. V., cullen, m., klifto, c. S., & anakwenze, o. (2025). Clinical outcomes of arthroscopic treatment of high-grade partial thickness rotator cuff tears with augmentation using bioinductive collagen implants are comparable with tear completion and repair. Arthroscopy: the journal of arthroscopic & related surgery. H11 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, an instruction for use review, and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that it is unclear if the IFU for the regeneten bioinductive implant was adhered. As the IFU contraindicates its use in, ¿conditions which would limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period.¿ therefore, it could not be concluded that the reported adverse event was a mal performance of the implant or an implant failure. The graph/charts in the article have been interpreted by the author and further interpretation is not required. Per the article, no further information is available. The impact to the patient beyond the traumatic ipsilateral subscapularis tear and the double row repair could not be determined since the health status of the patient was not provided. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.